Event description:
It was reported that during a coronary stenting treatment procedure the guidewire stuck to a catheter and withdrawal difficulty occurred. The 100% stenosed target lesion was located in the moderately tortuous, non-calcified distal right coronary artery (rca). A kinetix plus guide wire was inserted with the support of a non bsc guide catheter. While using the kinetix plus guide wire, it became stuck on the non bsc guide catheter. When the physician attempted to remove the guide wire it caused the guide catheter to become entangled with the wire and the physician was unable to remove the kinetix plus guide wire. The physician removed both devices together as a system. Once outside the patient the physician did not attempt to separate the devices. A non bsc guide wire and guide catheter were then advanced to the lesion and predilation was performed with a 1.25x10mm non bsc balloon and a 3.0x20mm non bsc balloon, leaving 25% residual stenosis. Three 3.5x28mm non bsc stents were then implanted, overlapping in the lesion from the proximal rca to the distal rca. The stents were postdilated with the stent delivery balloon and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the guidewire stuck to a catheter and withdrawal difficulty occurred. The 100% stenosed target lesion was located in the moderately tortuous, non-calcified distal right coronary artery (rca). A kinetix plus guide wire was inserted with the support of a non bsc guide catheter. While using the kinetix plus guide wire, it became stuck on the non bsc guide catheter. When the physician attempted to remove the guide wire it caused the guide catheter to become entangled with the wire and the physician was unable to remove the kinetix plus guide wire. The physician removed both devices together as a system. Once outside the patient, the physician did not attempt to separate the devices. A non bsc guide wire and guide catheter were then advanced to the lesion and predilation was performed with a 1.25x10mm non bsc balloon and a 3.0x20mm non bsc balloon, leaving 25% residual stenosis. Three 3.5x28mm non bsc stents were then implanted, overlapping in the lesion from the proximal rca to the distal rca. The stents were postdilated with the stent delivery balloon and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as "good."

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a kinetix plus guidewire and a non bsc catheter, the kinetix wire was received stuck within the non bsc catheter. Visual and tactile inspection of the unit showed that there was approximately 26.5 centimeters of the guidewire sticking out the hub and 3 millimeters of the guidewire sticking out of the distal tip. When attempting to pull the wire from the catheter there was no give, it is possible that there was a blood/contrast media residue from the procedure dried within the catheter lumen - the complaint unit was soaked in a warm circulating bath containing tap water for a period of 48 hours in attempt to loosen the devices, but after soaking the kinetix wire was still unable to be easily removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).